Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-00614. It was reported that chest pain, myocardial infarction and stent thrombosis occurred. The target was located in the left anterior descending artery (lad). After a non bsc guide wire crossed the lesion, a 3.50x20mm promus premier¿ stent was advanced and deployed in the proximal to mid lad. Then a 3.00x12mm promus premier¿ stent was implanted in the mid lad. The blood flow was restored. The patient was transferred from the cardiac catheterization laboratory however within 10 minutes after the patient was transferred; the patient complained that the pain in his arms and chest far exceeded by tenfold. The patient was then diagnosed with myocardial infarction. The patient was brought back to the cardiac catheterization laboratory. Vascular access was obtained via the left leg. It was then noted that the inlet and outlet of one of the recently implanted stents was completely blocked. The physician ¿cleaned¿ the blockage and an additional 2 stents were implanted to the inlet and outlet and the procedure was completed. The patient was still in the hospital a couple of days after the procedure.